Manufacturer narrative:
Isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was unable to reproduce the customer reported complaint. The fse followed up with the customer and obtained the following additional information. When the customer removed and replaced the instrument on the usm 4 with the scissors instrument, the customer used guided tool change (gtc) and inserted the instrument within the anatomy as usual. During this time, the surgeon kept his head in the viewer of the console while maintaining control of the mtms. The customer noticed that the scissors instrument was going too far into the patient and the surgeon felt some pressure on master tool manipulator- right (mtmr) and the arm was dropped down. The fse replaced the mtm2 and remote arm controller (rac) as a precautionary step. The fse performed system review and found no issues. The fse performed system verification and could not duplicate the reported issue. The system was tested and verified as ready for use. Isi has received the mtm2 involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation was unable reproduce nor confirm the customer reporter complaint. Visual inspection was performed. The mtm2 was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab were passed. No repairs are required to address the reported problem. No image or video was available for review. An event verification confirmed the ventral hernia procedure was performed on the reported event date (B)(6) 2022 on system sk3413. A review of the site's system logs for the reported procedure date was conducted by technical support and advance failure analysis (afa) and found no issues related to the reported complaint. A review of the risk assessment associated with this event has been performed by an isi clinical development engineer (cde) and the following additional information was provided: "this event could be uncontrolled motion, but it is difficult to definitively say as there was no video available of the event (e.g. If there was an external force on the usm that pushed the instrument in). Also, the customer notes stated that the surgeon had his head in the viewer and maintained control of the mtms." This complaint is reportable malfunction event due to the following: it was alleged that the scissors instrument got pulled down into the patient. Uncontrolled/ unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the scissors instrument got pulled down into the patient. The customer put scissors instrument on the universal surgical manipulator (usm), unsure of which usm and the usm was not clutched, and no one was moving the usm, but the instrument moved down into the patient. The surgeon was sitting at the surgeon side console (ssc) and his master tool manipulator (mtm) got pulled towards the floor when this happened. An intuitive surgical inc. (Isi) technical support engineer (tse) reviewed system logs and did not see any errors pointing to the mtms. The procedure was completed with no patient injury. Isi followed up with the initial reporter and obtained the following additional information: there was no patient injury and the usm was not clutched at the time of event.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g6, h2, and h3. Evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the remote arm control (rca)-cfg involved with this complaint and completed the evaluation. Failure analysis could not confirm nor replicate the reported complaint. On 16-aug-2022, the following additional information was obtained: the cfg-remote arm control (rca) -11 was installed onto a printed circuit assembly (pca) test system, where it ran for 10 power cycles and it sat idle for one hour and the reported error was not replicated.

Event description:
Refer to h10/h11 for follow-up information.